Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer stated that there is not enough vacuum in tubes. The following information was provided by the initial reporter. The customer stated: ¿customer complained about not enough vacuum in tubes."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer stated that there is not enough vacuum in tubes. The following information was provided by the initial reporter. The customer stated: ¿customer complained about not enough vacuum in tubes."